Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and inappropriate shock therapy. The patient was pacemaker dependent and experienced greater than 2 seconds of asystole and syncope. Boston scientific technical services (ts) discussed the potential of electromagnetic interference (emi) or a possible rv lead dislodgement. Further evaluation was recommended. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Event description:
Additional information was received that the patient was seen in clinic and a lead dislodgement was not observed. Emi was identified to be the cause, however, the cause of emi was undetermined. The physician will continue monitoring.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.